Manufacturer narrative:
Corrected data: b.5 - removed the references to the medtronic intact and engager bioprosthetic valves from the desc evt problem narrative as these p roducts are not approved for commercial distribution in the united states. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes in patients with degenerated stentless or stented aortic bioprosthetic valves who underwent valve-in-valve transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between 2007 and 2016. The study population included 1,598 (predominantly male; mean age 76 years), 377 of which were previously implanted with medtronic mosaic (161), hancock (138), freestyle (75), and ats 3f (3) bioprosthetic valves; 804 were implanted valve-in-valve with medtronic corevalve (528), evolut r (270), and melody (6) transcatheter valves. No serial numbers were provided. Among all corevalve and evolut r patients, 38 deaths occurred within 30 days post implant. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among the entire study cohort, 74 patients died within 30 days post-tavr implant and 211 died within 1-year post-tavr implant, respectively. Based on the available information, medtronic product was not directly associated with the deaths. Among all mosaic, hancock, freestyle, and ats 3f patients, adverse events included: valve-in-valve implantation due to aortic regurgitation (mild-moderate-severe), aortic stenosis, or a combination of both, and high peak/mean aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. Among all corevalve, evolut r, and melody patients, adverse events included: new permanent pacemaker implantation, major stroke, second transcatheter valve required, coronary obstruction, mild-moderate-severe aortic regurgitation/paravalvular leak, prosthesis-patient mismatch, valve malposition (low/high implant), valve migration during index procedure (1 reported corevalve case), major bleeding, major vascular complications, decreased left ventricular ejection fraction, and elevated peak/mean aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: duncan a et al. Outcomes following transcatheter aortic valve replacement for degenerative stentless versus stented bioprostheses. Jacc cardiovasc interv. 2019 jul 8;12(13):1256-1263. Doi: 10.1016/j.jcin.2019.02.036. Epub: 2019 jun 12. Attached supplementary tables document. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes in patients with degenerated stentless or stented aortic bioprosthetic valves who underwent valve-in-valve transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between 2007 and 2016. The study population included 1,598 (predominantly male; mean age 76 years), 384 of which were previously implanted with medtronic mosaic (161), hancock (138), freestyle (75), intact (7), and ats 3f (3) bioprosthetic valves; 814 were implanted valve-in-valve with medtronic corevalve (528), evolut r (270), engager (10), and melody (6) transcatheter valves. No serial numbers were provided. Among all corevalve and evolut r patients, 38 deaths occurred within 30 days post implant. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among the entire study cohort, 74 patients died within 30 days post-tavr implant and 211 died within 1-year post-tavr implant, respectively. Based on the available information, medtronic product was not directly associated with the deaths. Among all mosaic, hancock, freestyle, intact, and ats 3f patients, adverse events included: valve-in-valve implantation due to aortic regurgitation (mild-moderate-severe), aortic stenosis, or a combination of both, and high peak/mean aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. Among all corevalve, evolut r, engager, and melody patients, adverse events included: new permanent pacemaker implantation, major stroke, second transcatheter valve required, coronary obstruction, mild-moderate-severe aortic regurgitation/paravalvular leak, prosth esis-patient mismatch, valve malposition (low/high implant), valve migration during index procedure (1 reported corevalve case), major bleeding, major vascular complications, decreased left ventricular ejection fraction, and elevated peak/mean aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.